Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone, or will undergo, corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "uretex". Additional information from the importer 1018233-2012-00914 report: (B)(6) 2012, brand name: uretex urethral support system, procode: ftl, catalog# 485013, expiration date: 10/31/2010, implant date: (B)(6) 2007, (B)(6).